Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "safety-s". No patient was involved. A getinge field service technician was onsite and investigated the unit in question. The technician troubleshooted the device but could not confirm any failure. The pump was tested for more than an hour with intermittent pump and system reboot. No error message was displayed nor any issue was observed. The pump is working to factory specification. No part replacement necessary. Thus the reported failure could not be confirmed. However the reported error message "safety-s"could be linked to the following root cause: - an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". With reference to the hl20 risk assessment (risk ID: h1.1.1.2.7) this event can be contributed to: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error). The device was manufactured in 2013-10-07 . The review of the non-conformities during the period of 2013-10-07 to 2021-09-05 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 twin pump module display the error message: "safety-s". The pump stopped. No harm to any person reported. A getinge field service technician (fst) will be sent for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 twin pump module displayed the error message: "safety-s". Pump stopped. No harm to any person reported. Reference number: (B)(4).